Event description:
The account stated after they changed the hydraulic manifold, the bed had no functions working.

Manufacturer narrative:
The technician investigated and found the smaller coil wiring harness was starting to pull off the power control module (pcm). He removed the wire harness and reseated the female connector on the pcm, then reconnected the coil wire harness to repair the bed.